Event description:
Reference medwatch (B)(4).

Manufacturer narrative:
No injuries to hospital staff or patient reported. A steris surgical specialist arrived onsite and found the cable was pinched/damaged within the monitor arm to the 3rd party monitor required replacement. The technician repaired the system and returned it to service; no further issues have been reported. The surgical specialist in-serviced the biomeds and hospital staff on the proper use and operation of the integration system. No additional issues have been reported.